Event description:
It was reported that at the patient¿s routine follow-up visit a stored egm (electrogram) from the device showed lead noise and oversensing. At the revision procedure if was found to be a device issue and not a lead issue as blood was seen in the grommet of the header of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. The returned device indicated a damaged grommet.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.